Event description:
It was reported that the left ventricular lead exhibited loss of capture. Additionally, it was noted que this cardiac resynchronization therapy defibrillator (crt-d) exhibited high impedance measurements on this right ventricular (rv) lead. The patient is continuing to be monitored. At this time, the device remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).